Manufacturer narrative:
Determination of root cause: assessment: a review for twelve months prior to the reported date for all clinical complaints showed no previous complaints for this system. A system verification was completed on 03/20/2008 and the system was found to be operating within specifications. Non-product factors such as individual patient response to the laser ablation, patient healing characteristics, and preoperative patient selection in accordance with criteria noted in the physician's booklet could not be ruled out without clinical/surgical records to review. The reported complaint of overcorrection could not be confirmed or denied. Conclusion: with the information provided, a root cause could not be identified. (B) (4)

Event description:
Adverse event: overcorrection. The site's system operator reported overcorrections between 0.25d and 0.50d. Several requests (5) for additional information (including patient records) were made without response from the site. Follow-up with the system operator indicated the surgeon stated there was no patient harm or injury associated with the reported event. Without further information, the reported issue could not be confirmed or denied. A system verification was completed successfully on 03/20/2010 and the system was found to be operating within specifications.